Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes: chapter 13 / page 176; hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose (bg) values reached 586 mg/dl. The patient reported that the pod fell off completely from the insertion site, indicating that the cannula dislodged. The patient went to the emergency room (ER) to seek treatment. For treatment, the patient was given 10 units of insulin and 3 liters of fluid. The patient reported having abdominal pain, as well. The patient wore the pod between 1 and 4 hours on the hips/buttocks. The pod was removed and replaced. The pod was discarded.